Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m060703c001, serial/lot #: 3.0.0, ubd: , UDI#: h3, h6: a manufacturer representative went to the site to test the equipment. In summary, a system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that there was an alleged inaccuracy of 5mm posterior during a transsphenoidal tumor removal case. The medtronic representative (rep) reported superior, lateral and all other anatomical directions seemed to be accurate and only posterior was allegedly inaccurate by 5mm. Rep reported on behalf of site that this was not allegedly inaccurate until reaching near the pituitary gland. Rep reported they attempted to re-register, taking 4 touch points before reverting back to the original registration and site decided to abort the use of navigation. There was a surgical delay of less than an hour. There was no impact on patient outcome.